Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, weight within specification, observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.